Manufacturer narrative:
The investigation of the returned plug-and-play (pnp) back-plane has been completed. It controls the charging of battery modules and switching between batteries and mains. The pnp back-plane was mounted in a reference ventilator for simulated use testing. When battery operation was activated, the ventilator shutdown after a few seconds and technical alarms were generated, as reported. Electrical investigation showed that an integrated circuit (ic) on the pnp back-plane was broken, which caused it to fail. It has not been determined what caused the failure of the ic. If the pnp back-plane fails during battery operation, the ventilator will shutdown, which will lead to stop of ventilation. A backup alarm will be generated, which runs on a internal battery, independent of the pnp back-plane. The device logs show that the issue first occurred on (B)(6) 2016, date of event is updated accordingly.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated three technical error codes indicating a power error, one technical error code indicating a depleted memory back-up battery, and the other was for not recognizing the batteries. There was no patient involvement reported. (B)(4).